Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The incident occurred during insertion of the intramedullary nail into the femur. The medullary canal of the femur was drilled with a uniform reamer with a diameter of 8.0 mm along the guide. After reaching the optimal drilling length, the reamer was withdrawn. The reamer came out, however, its distal fragment, approx. 3-4 cm long, remained at the end of the guide in the medullary canal. The guide was removed along with the damaged part of the reamer. Subsequently, further widening of the medullary canal was started using larger size reamers. There was no part of the reamer left in the patient's body - it was removed along with the guide.